Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that the act button was not responding and was very difficult to press. Caller reported that insulin pump was also not delivering insulin due to the same amount of insulin remaining in reservoir after a bolus. Customer's blood glucose was 600 mg/dl and caller was taking customer to the hospital immediately as customer was also throwing up. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button, escape button and up arrow button dome switched. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump communicated properly with the blood glucose meter. No cosmetic damage was noted.

Manufacturer narrative:
The pump passed the delivery accuracy test. The keypad connector was fully locked.